Manufacturer narrative:
This report is not being sent for a product problem. There was no allegation that the device malfunctioned. This report is being submitted to notify that medical intervention that was required during the procedure cardiac arrhythmias are known side-effects of treatment with nanoknife and are listed as potential adverse effects in the IFU. (B)(4).

Event description:
During nanoknife treatment, the pt went into an arrhythmia described as supraventricular tachycardia and had to be cardioverted on two occasions. The procedure continued with the nanoknife energy reduced to 1100 v/cm. At this energy level, the procedure continued without interruption other than long delivery time due to saturation on the accusync monitor. As of 02/03/2011, pt is stable with no ill effects from the induced arrhythmia and was discharged from the hospital (B)(6) 2011.